Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving baclofen (2000mcg/ml at 1196.9mcg/day) via intrathecal drug delivery pump. The indication for use was noted as intractable spasticity. It was reported that the pump alarmed last week, relative to (B)(6) 2019 (empty reservoir). Therapy was not intentionally discontinued. No symptoms were reported. There were no further complications reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the patient presented to them with the empty pump. She wasn't sure why the pump was empty and noted it could have been because of the patient missing a refill. The cause for not being able to update the pump after the refill was not known. The user was able to eventually update the pump with the correct settings. No further complications were reported.